Event description:
Rptr had implants implanted on 7/13/82. Rptr has hepatitis from flu shot, possible implant leakage, muscle fatigue, weight gain, cold fingers, malposition of implants, visible implant outlines, implant migration to collar bone, right implant rupture, chest pain, anxiety, digestive problems, trouble swallowing, cephalgia, arm numbness, myalgia, degenerative joint disease, arthritis symptoms of shoulders, back, hands, wrists, hips, ankles, knees, heels and feet (with joint swelling and pain), general aching and stiffness, polymyalgia rheumatica, flu like symptoms, hypertensive disease and numbness in hands.